Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter has been received for the evaluation. On the visual evaluation the device appeared bloody and no other specific anomalies were noted. On the functional evaluation, the guide wire lumen was flushed and then the guide wire has been inserted into the distal tip and exited out without any issue. On further, the sheath was flushed and the balloon with guide wire was attempted to be inserted and it was noted that the distal end of the balloon would not freely go into the introducer sheath. Resistance was felt when attempting to advance. Another attempt was made and this time the catheter advanced after adding force. Upon retraction of catheter, the same resistance was felt at the distal end of the balloon. It was noted there was a bulge at the distal end of the balloon. Under the microscopic observation, the bulge was noted at the distal end of the balloon. Therefore the investigation for the reported difficult to insert has been confirmed as the balloon noted to have the resistance while inserting into the introducer sheath. The investigation for the reported retraction issue was also confirmed as the balloon was noted to have the same resistance during the withdrawal from the sheath. The investigation for the identified bulged distal end of the balloon has been confirmed as a bulge was noted at the distal end of the balloon under the microscopic observation. However the definitive root cause for the reported difficult to insert, retraction problem and the identified bulged distal end of the balloon could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly difficult to insert. It was further reported that device had a retraction problem. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly difficult to insert. It was further reported that device had a retraction problem. There was no reported patient injury.